Event description:
It was reported that the patient had acute pain and that his "hips, leg and lower back are bothering him due to the location of the ins" which he felt "may be hitting a nerve." Patient stated they had pain similar to getting "pinched" and "muscle spasms" at the lead site. The patient's physician told him that the muscle spasms would go away, but it was now a year later and the spasms continued. The patient indicated that all his symptoms continued when the stimulation was turned off. The stimulation helped with leg pain for which it was installed, but the patient said he had "more pain from it than he feels he is gaining" from the stimulator. The patient said that when he walked all day he was sore in the hip. He added that the stimulator shifts in the pocket at the lead location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, , serial# (B)(4), product type programmer, patient. (B)(4).